Event description:
New information indicates the lead continues to have high thresholds. The patients medical condition was good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that the left ventricular lead remained dislodged and pulled back to coronary sinus. Upon interrogation, the lead exhibited high threshold. During procedure, the physician found difficulties unraveling the lead so the lead was cut. The lead was explanted and the physician noted an insulation anomaly. A new lead was implanted without complications. The patient was in good condition.

Manufacturer narrative:
Final analysis found that the insulation was internally abraded at 5.2cm to 7.0cm from the distal tip. Re cables were exposed and the etfe coating was damaged.

Event description:
It was reported that the left ventricular lead had a high pacing threshold. Physician believes it is due to lead dislodgement. Resolved by routine reprogramming.